Event description:
Left total knee implant on 3/7/1996. Return to or for revision on 3/15/1999. Prosthesis found to be cracked-removed (2) meniscal bearing standard plus prosthesis (10mm). Replaced with (1) 12.5mm and (1) 15mm meniscal bearing standards.